Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the permanent cautery hook instrument wire at the jaws was torn. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Additional observation(s) not related to the customer reported complaint were also identified: the permanent cautery hook instrument was found to have scratch marks/abrasions on the face and edges of the distal clevis. The instrument was found to have indentations/burrs on the edge of the distal idler pulleys. The instrument was found to have a mechanical indentation on proximal clevis. The instrument exhibited wear on the edge of the proximal clevis.

Event description:
Refer to h10/h11 for follow-up information.